Manufacturer narrative:
The device was requested and not returned to manufacturer.

Event description:
The doctor reports that the patient arrived at the dental practice with the crown and abutment in hand. Abutment originally placed on (B)(6) 2013 in an nint411 implant. The clinician indicated that the screw fragment that remains inside the implant will have to be removed.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev d 06/17. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. Product was not returned; therefore reported screw fracture cannot be verified at this time. A probable root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable. The following sections have been updated.